Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419488 lead (B)(6) 2009. Dtba1d1 ICD (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three weeks after a device change out the patient developed a blood infection of unknown origin. Antibiotic treatment was initiated and the system was explanted and replaced twelve days later. No further patient complications have been reported as a result of this event.